Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, a study was conducted with a patient who presented with recurrence. The event was mild in severity and no medical intervention was required.